Manufacturer narrative:
This report is submitted on september 05, 2022.

Event description:
It was reported that patient underwent a prolonged general anesthesia due to a non functional baha drill (specific date not reported).